Manufacturer narrative:
The evaluation of the returned pump, upon disassembly, revealed a large thrombus formation found surrounding the outlet bearing ball and lodged between all three blades of the outlet stator. The thrombus lacked laminated layering, suggesting that it did not initially form in the outlet stator; however, its specific origin could not be conclusively determined. The areas of denaturation on the thrombus as well as the dark contact marks noted on the outlet portion of the rotor and the outlet bearing cup indicate that the thrombus was present while the pump was operating; however, a duration of time for which it was present in the pump could not be determined. Although the evaluation could not determine a specific cause for the development of the observed thrombus formation, it was occluding the majority of the blood flow path through the outlet stator and could have contributed to the report of elevated lactate dehydrogenase level. The thrombus could have also created increased drag on the spinning rotor, contributing to the moderate elevations in pump power captured based on the evaluation of the submitted log file. Examination of the pump¿s bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portions of the percutaneous lead did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process and the pump operated as intended. The instructions for use lists device thrombus and hemolysis as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 4 years and 2 months. The device was returned for investigation. The evaluation is not yet complete. The patient remains ongoing on the newly implanted device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient presented to the hospital as an outpatient for an elective automatic implantable cardioverter defibrillator (aicd) generator exchange. Upon device interrogation of the lvad system controller, the vad coordinator noted suspicious pump parameters. Pump parameters included a set speed of 9200 rpm, and average pump power of 8-9 watts. The patient's inr was 1.2-1.3 (baseline since implant 1.8-2.2) and the lactate dehydrogenase level was between 1000-1200 u/l. The aicd exchange was cancelled and the patient was admitted for further evaluation and started on heparin infusion. A 2-dimensional echocardiogram and a transesophageal echocardiography revealed high lvad inflow cannula velocity and no change in left ventricular chamber diameter during ramp echocardiogram study. A system controller log file was submitted to the manufacturer's technical services representative for review. The data that was reviewed showed a trajectory consistent with the presence of thrombus. On (B)(6) 2016, a pump exchange was performed after the patient experienced unspecified symptoms.